Event description:
Medical surgery for right total hip replacement. The implant is causing groin and trochanteric pain. The implant is causing on right increased thigh pain. The implant is causing me significant startup pain when walking, rising from a seated position. I am experiencing significant pain with weight bearing, can't walk without the aid of my cane and walker. I seriously believe that the hip implant has become loose and that it is the cause of my pain.... Note, the hip implant is defective. Please help me. Thank you.